Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via intrathecal drug delivery pump. The indication for use of the pump was non-malignant pain. It was reported that the pump was removed due to a major spinal fluid leak. No further information related to the event date, diagnostics performed, and drug in the pump was reported. Follow-up was requested to obtain additional information.

Manufacturer narrative:
Concomitant medical products: product ID 8637-20, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: pump. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer patient. The patient had morphine in their pump at the time of event. It was reported the patient had five surgeries to get the cerebral spinal fluid (csf) leak fixed. The patient had so much spinal fluid that it looked like they were "6 months pregnant" and affected their ability to go to the bathroom. The patient said shortly after implant, almost immediately within less than a month, they got the csf leak. The patient first started experiencing the spinal fluid leak approximately 10 days after the pump was inserted ((B)(6) 2015). The patient had two or three blood patches and were placed requiring hospitalization to lay completely flat for a certain period of time. The circumstances that led to the spinal fluid leak was noted as; the patient was sitting in class at the police department and had "an explosive headache." When the patient got home and laid down the headache went away . The next morning the patient called their doctor. The patient went to see their physician, who drew a large amount of fluid from around the area where the pump was. The fluid started coming back, it started affecting the patient's ability to control their "bowels" plus the patient had severe headaches. The physician tried twice to correct the spinal fluid leak but was not successful and then referred the patient to a neurosurgeon. The neurosurgeon hospitalized the patient and tried once more to use a blood patch, without success. The patient then underwent a "very painful laminectomy" and spent two weeks in the hospital. The neurosurgeon encountered such a large quantity of spinal fluid that it required the removal of the pain pump. The patient had "continuing pain."